Event description:
Olympus received a medwatch report, which stated: "during incisional hernia repair, surgeon attempted to use sonosurg to release adhesions and the tip of the sonosurg broke and fell into the peritoneum. Small broken piece retrieved per the surgeon".

Manufacturer narrative:
Both the hand piece and probe unit were returned to olympus for eval. Eval of the devices confirmed the user's report of the distal tip of the probe unit having separated. The distal tip of the probe was missing. The distal end of the probe's exterior surface was noted to exhibit peeling of the gold surface. Both devices have been forwarded to the original equipment MFR for further analysis. If further significant additional info is received, the report will be updated. The cause of the user's experience cannot be conclusively determined at this time. This report is being submitted as a medical device report in an abundance of caution.